Manufacturer narrative:
H4: the lot was manufactured from april 21-22, 2023. H10: the actual device was received for evaluation. A visual inspection was performed and fluid was observed inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened red luer cap. The red luer cap is not a baxter product. A functional leak test was performed by filling the unit with green color water to the nominal volume. After fill and prime, the red cap was hand tightened and monitored until the next day; no signs of leak were observed. The reported condition was verified during visual inspection; however, not verified during functional testing. The cause of the condition could not be determined; however, a probable cause is related to user error. The device was found to be conforming product during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was "running out." The device contained 0.9% sodium chloride (nacl) and fluorouracil. This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.